Event description:
It was reported that multiple of the same cartridge alarms occurred during the load sequence. Customer loaded a new cartridge to resolve the issue however the cartridge alarm recurred.customer continued to use the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.